Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod was worn for less than one hour. The patient reported that the pod did not connect with the dexcom sensor. It was also reported that the pink slide did not move forward during activation, despite the cannula having inserted into the patient¿s skin; indicative of a needle mechanism failure. As treatment, a new pod was activated. No impact to the patient¿s blood glucose levels was reported.